Event description:
On (B)(6) 2012, the physician performed a novasure endometrial ablation and noticed during a post hysteroscopy that the pt¿s ¿fundus had not been ablated so she ablated a second time.¿ after the second ablation the physician performed another hysteroscopy and noted the ¿left ostia appeared to be weakened, but the cavity appeared to be ok.¿ the pt was discharged home. On (B)(6) 2012, the pt was discharged home. On (B)(6) 2012, the pt presented to the emergency room (ER) with a fever of ¿104¿ degree fahrenheit. A urinalysis and a computed tomography (CT) scan which revealed a ¿urinary tract infection that got into her bloodstream and backed into her kidney,¿ an magnetic resonance imaging (MRI) was also performed as a precautionary measure which revealed no uterine ¿blanching,¿ no ¿bowel¿ burn, no ¿intestine burn'¿ and no ¿perforation¿ was noted. The pt received antibiotics and was discharged home. On (B)(6) 2012, it was reported that the pt is ¿doing fine.¿

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).